Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for intractable chronic pain. It was reported that there was a software error. Adaptivestim (as) stability time changed from 30 seconds to initial setting 1 minute. The device settings were: 8-11ma, pulse width 220, 1000 rate, bipolar, 24hrs usage. Communication was performed again after pressing end workflow with error display or something during the session. Then it seemed that the stability time became 1 minute. Troubleshooting was performed, checked past reports. A 30 second reset was performed. Reset of the stability time was performed using the doctor¿s programmer. After the reset, it was confirmed that it was operating normally at the outpatient check. The issue was resolved. No surgical intervention occurred, nor was planned. The patient was alive with no injury. Additional information was received reporting the cause of the change was unknown. It was unknown if there was a causal relationship with the cause, but the patient had a very high setting at 1,000hz, 8.0-12.0ma, so the ins battery level was 0% 1-2 times a day.